Manufacturer narrative:
The instrument was returned and evaluated. No complaint was reported. A pitch cable was broken at the distal clevis hub. The cable segment that contains the crimp was still installed in clevis. The clevis did not exhibit any damage or wear marks. Electrical continuity testing was performed and passed. Additionally, one grip was bent, causing a side to side misalignment of the grips. There was a .053¿ offset at the tips, indicating overloading at the instrument tip. Engineering concluded the damage was most likely due to mishandling. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
A pk dissecting forceps instrument was returned with no event information. No complaint was communicated to intuitive surgical regarding performance of the da vinci surgical system.